Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed an error code e433 (internal software or hardware error) and could not be started. The issue was found during preparation for use for a therapeutic, urological cutting procedure. The procedure was completed with a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w. Brand name: high frequency unit, esg-400. Common device name: electrosurgical system generator. 510(k): k203682. Product code: gei. The device was returned to olympus for evaluation and the evaluation found error code e433 due to a faulty generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.